Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed both of the balseal spring components were missing. The missing spring component was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a spring came off of a size 6 rp articulating surface during cleaning. It was not used in surgery.

Manufacturer narrative:
H10 additional narrative: added:h6(device codes) product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.